Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on analysis completed on 07-oct-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 24x2.25mm target lesion was located in the moderately tortuous and calcified right coronary artery. A 24x2.25mm promus premier stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Device eval by manufacturer: promus premier ous mr 24 x 2.25mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found damage to the stent. Stent strut rows 8, 9 and 10 from the distal end were damaged and misaligned. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no damage. A visual and tactile examination of the hypotube found multiple kinks along the full length of the catheter. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.